Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm. Customer stated that he was filling up his pump and it continued to alarm no delivery. Customer was unable to troubleshoot at the time of the call. Customer disconnected the reservoir and reattached it. Customer then primed the pump without alarming no delivery. Customer was advised to monitor the issue. No further assistance needed.